Event description:
According to the reporter: occurred during a thoraco/lobectomy. The surgeon fired the device on interlobar tissue with no problem, but could not pull back the black return knobs to open the jaws. The surgeon pulled the stapled tissue laterally and released it from the jaws. To complete the procedure, another device was used. The surgeon reported that the tissue was not thick. No patient injury or extension in surgical time. Patient status is no problem.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection found that the reload was received engaged with the subject instrument. The instrument firing knobs were slightly advanced and the articulation lever was in neutral position. Visual evaluation of the reload noted that it was fully fired with the jaws clamped. Additionally, the anvil clamping mechanism was deformed. Flush to sub flush staple pushers relative to the staple cartridge were observed on the cartridge surface. Further evaluation also noted the knife bar laminates within the reload were bent. This variation does not interfere with normal function when applied according to the instructions for use. Use on over indicated tissue thickness resulted in damage to the knife bar assembly. The laminate variation was considered to be a secondary condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism and flush staple pushers may occur under the following conditions: 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause was identified as improper use with a secondary condition associated with a variation of an internal component. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.